Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin. The customer experienced a low blood glucose level of 2.6 mmol/l. The customer treated low blood glucose with food. The customer also experienced high blood glucose level of 25 mmol/l and treated it using insulin pump which led to low blood glucose levels of the customer. The customer stated that insulin was dripping from the end of infusion set. Troubleshooting was performed for low blood glucose levels. The insulin pump will not be returned for the analysis.